Manufacturer narrative:
(B)(4). (B)(6). Should additional information become available, the file will be updated.

Event description:
According to the reporter; after a thoraco/pneumothorax surgery, they noticed that the tip of the device which was used in the surgery was chipped. They searched for the missing piece and found a piece on the floor. It is not known if there was no more missing piece(s). The device was re-sterilized prior to use in this surgery. The incision site was not extended. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available. No further details regarding patient, product or procedure were provided by the reporter.